Event description:
Additional information received indicated the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a drop in battery impedance was noted on the device. Device exchange is anticipated. The patient was stable.